Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that a patient underwent a gynecological procedure in 2008 and pelvic floor repair mesh was used. Three years after the procedure, the patient presented with an erosion and a recto-vaginal fistula. The patient was referred to a colorectal surgeon. Additional information has been requested.

Event description:
It was reported that a patient had an urological procedure in 2008 and pelvic floor repair mesh was used. Three years after the procedure, the patient presented with an erosion and a recto-vaginal fistula. The patient was referred to a colorectal surgeon. Additional information has been requested.